Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, when the plunger was removed the suture could not be found, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to previously filed report, update to information provided: reportedly, a cuff miss did not occur. The proglide marker lumen was successfully flushed during preparation for use; however, after insertion, not enough pulsatile blood flow was seen through the marker lumen. Another proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿not enough pulsatile blood flow was seen through the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: describe event or problem h6: medical device problem code 1142 removed.